Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The date of issue is an approximation. The reaction was located on the abdomen around the sensor adhesive, extending one to two inches in diameter. The reaction was described as itchy, rash, red, and bumpy, with a small raised red bump where the sensor wire was inserted. The patient stated that she went to see doctor for a regularly scheduled appointment and while the patient was at the appointment, she asked about the skin reactions and was prescribed flonase on (B)(6) 2017, which the patient used to treat the affected area. Date of intervention is an approximation. It was also stated that the patient was using a steroid cream to treat the affected area in addition to flonase. It was stated that the steroid cream was prescribed to patient about five years ago for non dexcom related skin reactions. The patient does not know the name of the steroid cream. At time of contact the patient's condition was well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.